Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed then it continued to beep. Customer stated she was unable to clear the alarm so she took the battery out and reinserted and the device alarmed another alarm. Customer reported she was able to clear second alarm but had to reset the device. Customer reported current blood glucose was 23 mmol/l. Alarms and possible causes were explained to the customer. Customer stated the alarms did not occur during the rewind or prime sequence. No further information reported.